Manufacturer narrative:
(B)(4). The reported field event of difficulty inserting the lead into the device header was confirmed in the laboratory. Both atrial and ventricular contact spring inner dimensions were not within specification. (B)(4).

Event description:
It was reported that the atrial lead could not be fully inserted into the device header. Another device was used. The patient's condition is fine after the event.